Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having high blood glucose of 600 mg/dl due to a blank display of the insulin pump. The customer stated that the insulin pump turned off at night. The customer tried reinserting a battery but the display would not return. Troubleshooting was performed and the display returned. The customer had to reset everything. The customer stated that the contacts on the battery cap are damaged and the battery cap is stripped. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan until a replacement battery cap is sent to them. The insulin pump was not returned for analysis.